Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:40:44. During night drain cycle five, the patient's ultrafiltration reading was 1526ml, indicating the home patient (hp) drained 1526ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. A visual inspection and functional testing were performed. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.